Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement of greater than 2,000 ohms. Technical services was consulted and advised extensive manipulation tests at an outpatient clinic. No adverse patient effects were reported. At this time, the manufacturer of the rv lead has not been reported. This pacemaker system remains in service. To date, no additional information has been received. Should additional follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right ventricular (rv) pacing impedance measurement of greater than 2,000 ohms. Technical services was consulted and advised extensive manipulation tests at an outpatient clinic. No adverse patient effects were reported. At this time, the manufacturer of the rv lead has not been reported. This pacemaker system remains in service.